Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of 60mg/dl and 160mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product, and a replacement was sent.